Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend. Product not returned. Supplier investigation reviewed. Improper selection.

Manufacturer narrative:
Exemption number (B)(4). Wright medical technology, inc., is reporting on behalf of the manufacturer, waldemar link gmbh & co. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00176, 00177, 00178.

Event description:
Allegedly revised due to pain.